Event description:
It was reported by service report that the legs do not latch all the time. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Device not repaired yet because the customer does not have approval for the po. Tech will return to repair unit when the approval has been received.